Event description:
It was reported that the patient underwent a l5-s1 posterior spinal fusion using bmp-2/acs with interbody cage and posterior hardware on (B)(6) 2005. Subsequently, patient's post-operative periods was marked by severe, painful, and debilitating complications which included additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of l5-s1 degenerative disk disease and foraminal stenosis and underwent fo llowing procedures: posterior spinal fusion, l5 to s1; segmental instrumentation, l5 to s1; transforaminal lumbar interbody fusion, l5 to s1; cage insertion, l5 to s1; local autograft bone. Per op notes, ¿..then 6.5-millimeter diameter 40-millimeter length screws were placed into l5, 35-millimeter length screws were placed into s1¿ the disk space was then copiously irrigated. Cage trials were placed into the disk space, and a 30-millimeter width 10-millimeter height trial was found to fit well. Local autograft, obtained from the laminotomy, was morcellized in a bone mill and placed into the anterior disk space and impacted against the anterior annulus, along with one-third of a large rhbmp-2/acs, which had been prepared according to the manufacturer's instructions. Another third of an rhbmp-2/acs sponge was placed into the cage. The surgeon then placed rods into the polyaxial heads of the pedicle screws, secured it using cap screws. The remaining third of the rhbmp-2/acs sponge was packed with cancellous allograft and rolled into a tube onto itself, and this was packed over the decorticated transverse processes and pars interarticularis in order to complete a posterolateral arthrodesis from l5 to s1. ¿ no patient complication was reported. On (B)(6) 2013, the patient presented with pre-op diagnosis of adjacent segment spinal stenosis l4-l5, above or prior l5-s1 fusion and underwent following procedures: hardware removal, exploration of fusion, l5-s1; posterior spinal fusion l4-l5; pedicle screw instrumentation l4-l5; right iliac crest bone graft. Per op notes, ¿.. The surgeon identified the hardware at l5-s1 and removed it. Taps and awls were used to stress the fusion mass and it was found to be solid. We placed new pedicle screws at l4 bilaterally as follows. Iliac crest autograft was packed over decorticated posterior elements along with rhbmp-2/acs. A large rhbmp-2/acs kit was also used posterolaterally along with demineralized bone matrix.."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.